Manufacturer narrative:
The company service rep examined the system and did not find any problems. The system was then tested and met all product specs. The nurse is returning two phaco handpieces for in-house testing. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the hazard update: most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available.

Event description:
The nurse reported a corneal burn occurred. The nurse requested service for the system stating the surgeon thinks the system is not performing correctly. The nurse stated the occlusion bell was ringing. The handpiece, cassette, and tip were changed and the case was completed. Additional info was requested on the event and pt's status.